Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per persona the personalized knee system package insert, pain and poor range of motion are known potential adverse effects of this procedure. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona vivacit-e posterior stabilized fixed bearing articular surface left 14mm catalog #: 42512400414 lot #: 63506485, persona trabecular metal two-peg porous tibial component left size c catalog #: 42530006401 lot #: 77007007. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 001822565-2019-03002, 001822565-2019-03004, 001822565-2019-03005, investigation incomplete.

Event description:
It is reported that the patient experienced severe pain and decrease in ambulation approximately seven (7) months following left knee arthroplasty. No additional patient consequences have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.